Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the power issue first occurred on either ¿(B)(6) 2015 or (B)(6) 2015¿ at 2pm. The patient manages their diabetes by self-adjusting their insulin dosage and denied taking any action in response to their regular diabetes management regimen routine as a result of the power issue. The patient stated that ¿4 hours¿ after the power issue began they developed the symptoms of ¿dizziness and sweaty¿ and required treatment from a healthcare professional in the emergency room ¿ the patient was given ¿IV fluids¿ at 6pm. At the same time, the patient had their blood glucose measured on an e.r meter and a result of ¿259mg/dl was obtained. At the time of troubleshooting the cca noted that there was no misuse of the product, the correct test strips were being used and the issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the power issue with the subject meter. This led to them suffering symptoms which required medical intervention from a healthcare professional in the emergency room.